Event description:
It was reported that the patient presented to clinic on 01feb2024 with symptoms of driveline infection. They experienced redness, drainage, and pain at driveline exit site. The drainage was cultured and tested positive for staphylococcus aureus. They were treated with antibiotics at the outpatient. On (B)(6) 2024, the patient was admitted to the hospital for ongoing driveline infection that had not resolved with home antibiotics, with symptom of increased drainage at driveline exit site. The team learned that the patient had stopped antibiotics at home due to side effects, which was when the patient experienced symptom recurrence of increased drainage. Intravenous antibiotics were to treat symptoms in hospital. Drainage resolved in hospital with antibiotic treatment and the patient was discharged home on long term oral antibiotics on 24apr2024. The continued plan of care was to monitor outpatient on ongoing basis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.